Event description:
It was reported that the device was being returned for inspection. Analysis found that the board had pin connectors with loose solder joints. Multiple attempts to gather additional information have gone unanswered.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6). (B)(4). Product evaluation: service and repair found that the board (assy-1586) has pin connectors with loose solder joints and the case was cracked. The board and the housing were replaced. The item was tested and passed manufacturing specifications. The loose solder joints on the board have the potential to cause a malfunction that could lead to false negative results. Multiple attempts to gather additional information have gone unanswered.